Event description:
System keeps resetting goes to the blue screen. The operational check was performed and still keeps resetting.

Manufacturer narrative:
(B)(4). System keeps resetting goes to the blue screen. The operational check was performed and still keeps resetting. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.